Event description:
It was reported that stent deformation occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex ( lcx )artery. The lesion was predilated with a maverick balloon catheter. A 3.00x16mm promus element plus stent delivery system (sds) was then advanced and deployed in the lesion. The stent was post dilated with an unspecified nc balloon catheter. The physician attempted to observe whether the stent was well apposed. However, the tip of the ivus catheter came into contact with the stent and the proximal of the stent was found to be deformed. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).